Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 pocket b3 failed. The user attempted recovery, but the pocket failed to release, and the lid would not open. The issue persisted and the station required maintenance.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident. A field service engineer confirmed the customer resolved the issue from their side by recovering the storage space. The system functioned as intended after the field service engineer investigated the device.